Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed loss of radio frequency (rf) telemetry on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.

Event description:
Additional information received noted that programming changes were performed. The patient was in stable condition.